Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, lot # unknown, product type lead. (B)(4).

Event description:
The healthcare provider reported via the representative reported there was a battery defect during the procedure. The lead would not advance through the battery, even after multiple attempts to unscrew the screw. The physician had thought the lead was all the way into the battery, but when impedances were checked, they were too high. Troubleshooting involved unscrewing the screw as far as possible and pulling the battery out of the pocket. The physician noticed "dad was not all the way in." The screw was loosened and tried to advance, but it would not advance. The lead was removed and wiped off and again, tried to advance but it would still not go. Another battery was used from the shelf and it was fine. The issue was resolved at the time of report.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the ins s/n: (B)(4) found that the bore of the strain relief appeared angled and did not align with the opening in the #0 connector.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.